Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a steerable guide catheter (sgc) leak. It was reported that during device prep of a mitraclip procedure, the sgc lost fluid column during dilator insertion. Subsequently, the sgc was exchanged, and the procedure was completed without further reported complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.